Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's main board was replaced to address the issue. This malfunction is part of a retrospective review of complaints associated with(B)(4). Upon review, this malfunction has been deemed a reportable malfunction. This malfunction if it were to recur could result in patient harm or injury.